Event description:
It was reported that the right ventricular (rv) lead exhibited inconsistent t-wave oversensing (twos), resulting in inconsistent pacing. The lead remains in use. No patient complications have been reported as a result of this event.